Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, it was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 513 mg/dl and a small ketone level. The customer changed out supplies and administered a manual injection of insulin to address the bg prior to the ER. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Reportedly, the customer was released on 11/1/24 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.